Event description:
The tip of the drill bit broke off and remains in the patient.

Manufacturer narrative:
The instrument associated with this report was not returned. A two-year domestic and international complaint database search finds no other reported fractures for this product code. The investigation could not verify or identify any evidence of product error/contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.